Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 9/12/2016with the following findings: a review of the total daily dose history indicated that the daily insulin delivery totals were inconsistent with user's programmed basal rates on (B)(6) 2016. There was no data in the pump¿s black box history from this time due to continued use of the pump. All the other daily insulin delivery totals correctly reflected the user's programmed basal rates. During test, the pump¿s ¿ez-prime¿ steps were performed correctly. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. The investigation was unable to duplicate the initial complaint about ¿inaccurate delivery¿. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a history/settings (inaccurate delivery) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported as there is an allegation against the delivery function of the pump.